Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose of 600mg/dl, with abdominal pain, thirst, dizziness, increased urination, blurry vision, and large ketones. The patient phoned the hcp and self-treated with insulin via injection. During troubleshooting, the patient alleged a loss of prime issue occurring with more than 2 cartridges. This complaint is being reported as the patient experienced hyperglycemia and the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a review of the pump black box data revealed multiple incidents of loss of prime warnings associated with a low, non-zero force readings and zero force readings. During testing, the pump was exercised for 24 hours, and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. A delivery accuracy test was performed and passed with the pump delivering within the required range. The pump case was removed, and no damage or other anomalies were found to the force sensor. Evidence of the loss of prime complaint was found in the black box data; however, the complaint was not duplicated. (B)(4).